Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46510. The event occurred during testing.

Manufacturer narrative:
One device was received for the complaint that the pump exhibited error code 46510. The review of event log found that there were fourteen occurrences of error code 46510 and each error happened while the pump was running/infusing. The review of service history found that no information available for the last twelve months. The visual and functional testing was performed. The probable root cause is a fault within the software/firmware and/or defective pwa board. The printed wiring assembly (pwa) board was replaced. The unit passed all performance verification testing. The software was updated and the unit reset to standard configuration.